Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the fluid shield was found to be damaged, and fluid spillage was noted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the fluid shield was damaged, and a fluid spillage was noted. The device was returned to the biomedical department for a report of door open while pumping. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.